Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels of 250-300 (mg/dl) for two months. It was also reported that the touchscreen became scratched two months ago after the customer was involved in a car accident, and that the pump is still functional. Customer stated that they delivered correction boluses to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management. A screen protector was sent to the customer.